Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event. It was reported that the events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same patient.